Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that restenosis and jailing of the vessel occurred. In (B)(6) 2013, clinical assessment status indicated patient's qualifying condition was stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the distal left circumflex (lcx) artery with 80% stenosis, a length of 14 mm and reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient presented with recurrent symptoms of chest pain, shortness of breath and jaw pain. Subsequently, coronary angiography was performed and revealed lcx (target vessel): widely patent study stent placed in mid lcx; 90% focal ostial stenosis and in stent jailing of 1st om; 20% ostial narrowing in stent jailing of 2nd om. The stenosis and in stent jailing of 1st om was treated with balloon angioplasty resulting in 30% residual stenosis.